Event description:
Customer reported no reactivity with a pt sample containing anti-d,-anti-c and vra125 cell 5 (d-c+c+). Customer confirmed the reactivity of the c antigen with a manufactured anti-c reagent. Satisfactory results were observed. Daily qc was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.